Event description:
The device was used during an esophageal hernia repair procedure. Reportedly, the needle broke. The surgeon was not able to retrieve the component. The hospital has reported no pt injury occurred.